Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2016 . It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant in (B)(6) 2016 via right internal jugular vein due to deep vein thrombosis (dvt). Patient is alleging tilt and vena cava perforation. The patient further alleges emotional distress (onset 2017). (B)(6) 2018, per a report from computed tomography (CT); ¿an ivc filter is identified, with tip located at the level of the entrance of the left and right renal vein area the ivc seems to be patent with no thrombus identified.¿ (B)(6) 2018, per a report from computed tomography (CT) 2; ¿ivc filter 1. Filter location and tilt: upper l2 to bottom of l3 vertebral level, 23 degree leftward tilt 2. Abnormal positioning of the ivc filter: absent 3. Perforation beyond the ivc wall with or without involvement of the adjacent organ/vessel: present, 4 of the prongs penetrate the wall of the ivc and extend into the adjacent retroperitoneal fat by approximately 1 mm. No solid organ or vessel involvement. 4. Filter strut fracture or bending: absent 5. Diameter of the inferior vena cava immediately above filter: 22 mm.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4 and h6. Investigation the following allegations have been investigated: vena cava (vc) perforation, tilt, emotional distress. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported emotional distress is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: the following allegations have been investigated: embedment. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On 04nov2020, per a report from retrieval report (successful); ¿there is a cook select filter in the infrarenal ivc with the apex embedded into the left wall of the ivc. There is no ivc or filter thrombus. Multiple arterial embolization coils are noted in the area from a previous embolization procedure". "Gentle tension on this loop with forward advancement of the 16 french sheath was successfully able to capture the apex of the filter and allowed retrieval of the filter in its entirety" impression: successful transjugular retrieval of a cook celect inferior vena cava filter in the infrarenal ivc as described above.¿